Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a droplet of fluid in the pump module area of their cycler and fluid on the cycler set cassette after ending their pd treatment. The patient reported receiving a draining slowly message during drain 3 of treatment. Upon inspection the patient observed a pin hole on the back of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has resumed peritoneal dialysis therapy with the cycler with no further issues. The cycler set used by the patient was discarded and is not available for return to the manufacturer for evaluation. The patient has resumed treatment on the cycler without issue or recurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a droplet of fluid in the pump module area of their cycler and fluid on the cycler set cassette after ending their pd treatment. The patient reported receiving a draining slowly message during drain 3 of treatment. Upon inspection the patient observed a pin hole on the back of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the event. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has resumed peritoneal dialysis therapy with the cycler with no further issues. The cycler set used by the patient was discarded and is not available for return to the manufacturer for evaluation. The patient has resumed treatment on the cycler without issue or recurrence of the reported event.